Manufacturer narrative:
It was stated that when the customer unplugged the ac charging plug from the wall outlet, there was a ¿big bang¿ and the wall outlet and system plug blew. In addition, it was stated that the customer was electrocuted, resulting in a tingling feeling in the hand that lasted for one day. The investigation showed that unplugging the cable from the socket caused the cables to detach completely from the plug, causing the described issue. The provided image confirmed that. There is usually no risk of electric shock on the system mains cable as the connection to the mains cable has been already terminated. It is assumed that the issue started with a loose or bad connection inside the power plug at the time the plug was inserted into the socket. This caused the ¿big bang¿ mentioned by the user. Therefore, when the user pulled the mains cable only by the cord part not the plug, it completely came out of the plug. And if the operator then touched the open wire, the residual voltage could have caused the tingling feeling in the hand. The plug that remained in the main socket was fully isolated and could have been removed from the socket without risk of electric shock. The provided image also showed that there were no cable sockets visible on the blank cables. This means that all cable sockets were left in the plug, or no cable sockets were used to secure the cable to the connector terminals. The factory always uses cable sockets for the internal wires to prevent damage to the single wires when securing them to the terminals of the plug. The missing cable sockets indicate that the plug was reattached before the described problem occurred and cable sockets were not used. It is assumed that also the strain relief was not correctly tightened and supported by the back screw of the plug, causing the cable to come out of the connector over time. Based on the information provided, the system was returned to use following this incident. This is only possible if the plug was refitted by a service engineer or until the internal batteries were completely discharged. No issues with the mains cable and plug were detected during the last system maintenance in (B)(6) 2023. As the system was service by a 3-rd party service provider and came under siemens contract in (B)(6) 2022, no information on any service activities and maintenance for the first 7 years are known. The reported issue could not detected during recommended daily checks as there is no obvious visual defect that the operator can detect. Based on the available information and the spare parts consumption of the affected system, the issue was solved on site by replacing the defective cable winch. The spare part consumption of the concerned part (material number 10907348) was checked. No general problem was found. The affected part was requested for further investigation. Unfortunately, the part was never received as it was lost during transport. The root cause could therefore not be finally determined. It is recommended to grab the plug for unplugging the cable from mains to avoid applying additional force to the cord and the plug connection. In this case, only the mains cable was grabbed to unplug the system from mains. Pulling only the mains cable caused the problem of the cable coming completely out of the plug. The strain relief and cable terminals were no longer able to handle the force in this situation. The correct handling for disconnecting the power cable is described in the operator manual (see xpr8-270.620.01.02.02, chapter ¿disconnecting the power cable¿, page 52/58). No general problem was identified. The complaint is therefore closed with this statement and without further measures.

Manufacturer narrative:
H3; h6: the parts were repaired onsite, however, the investigation is ongoing. A supplemental report will be submitted to the FDA if additional information becomes available upon completion of the investigation.

Event description:
The user reported there was risk of electric shock when unplugging the ac charger from the wall outlet. The cable is no longer fully intact. The issue is currently not understood. Additional information has been requested from the customer including photos and a description of the workflow.